Event description:
It was reported that during a hals colectomy procedure, four of the hand access ports broke during one case. They advised that the blue plastic part of the port broke away easily, and that it did appear to look different from the usual product they received. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.